Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The test ultralink blood glucose meter did not communicate to the pump due to problem isolated to radio frequency board. The device had a cracked display window, cracked display window corner, and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 257 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.